Manufacturer narrative:
The device was received undeployed. Data obtained from the device shows the device generated and 0x5c "open count too low at end of prime" alarm and suffered timeouts and a drive stall during first prime, which prevented the release bar from lining with the firing flat and prevented the needle mechanism from deploying as intended. The high pulse widths with drive stall can be confirmed as the cause for the reported event. The device was reset and rerun. The rerun data shows that the timeouts and the drivestall were replicated but not the alarm. The exact cause of the high pulse width and drive stall could not be determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the pink slide insert did not move forward indicating that there was a needle mechanism failure.